Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system would not power on at all. A field service engineer (fse) unplugged all external connections, but the device still did not power on. Each drawer was then disconnected individually to isolate the issue and was identified as the main drawer 6. The drawer controller was replaced and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely offline and reported that the station power cord could have been faulty. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.